Event description:
It was reported by the affiliate that the device was used during a cystectomy and that it would cut but not staple. The case was completed using a same like device. There was no pt consequence.